Event description:
Edwards received information that a patient's 27mm pericardial aortic valve was replaced after approximately 12 years due to a partially torn right coronary cusp and severe prosthetic valvular regurgitation with a transcather valve in valve. The patient was reported "doing well."

Manufacturer narrative:
Method: device not returned. Additional manufacturer narrative: through review of information submitted, it was determined an incorrect model number had previously been reported. This supplemental is to correct both the model number and PMA#. This device was replaced with a 9300tfx 29mm aortic valve in a valve-in-valve procedure. The DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Through follow up with the health care provider, edwards received additional information that the patient's pericardial aortic valve (2800 27mm) was replaced after approximately 12 years due to a partially torn right coronary cusp (rcc) and severe prosthetic valvular regurgitation with a sapien xt in a transcather valve in valve procedure. The patient was reported "doing well." A subsequent search of our implant patient registry determined that a duplicate event was reported under MDR report # 2015691-2015-00119. Although bioprosthetic valves have been proven to have excellent long term durability, failure does occur in a small number of valves. Failure of a bioprosthetic valve over time is more likely due to regurgitation or structural valve deterioration (svd) which occurs as a result of stenosis (from calcification or host tissue overgrowth), dehiscence, fibrosis, endocarditis or non-calcific degeneration. In this case, information regarding the valve-in-valve procedure was minimal and subsequent attempts to get additional information regarding the condition of the device at the time of the procedure have been unsuccessful; therefore, the root cause for the procedure remains indeterminable. If new information becomes available, a supplemental report will be filed.

Manufacturer narrative:
Additional manufacturer narrative - the device was not returned to manufacturer as it remains implanted. Without receipt of the device no definitive conclusion can be drawn regarding the clinical observation. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.